Event description:
For a few months, the pt had been experiencing prolonged start-up sequence with some occurrences of no link while using the sound processor. The audiologist also noted that there were fluctuations in rf level over time. In 4/2003, the pt reportedly experienced sound percept problem and pain at the implant site. In 2003, the pt was seen by a co rep for device eval. Testing confirmed that the device was not functioning as designed. The pt's device was explanted. The pt was reimplanted with another clarion device.